Event description:
It was reported that patient was experiencing loss of function in legs and severe pain. Magnetic resonance imaging (MRI) showed hematomas. The patient underwent full system spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. The explanted device components were disposed of by facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 763265.